Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band, inflator, and packaging were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 2ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sampled failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is manufacturing related. Manufacturing was notified about this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the reported information. The tr band was placed on the patient post procedure. The band slowly deflated while on the patient. No blood loss was reported. Additional information was received on 24nov2025: the procedure performed was a left heart cath with percutaneous coronary intervention (pci) procedure. The physician placed 14 ml's to the best of my recollection. The tr band deflated immediately. The physician refilled it with the same amount of air and once again it lost pressure almost as fast as the air was put in. The doctor occluded the radial artery with manual pressure and removed the band. The circulator handed the user another band (from the same box) and it was placed over the site and inflated as usual. There were no issues with the second band. There was no visible damage to the device. The device was inflated afterwards, and it seemed to not keep all the air; however, it did not completely deflate. However, it was not pressed up against skin like it would have had the patient been wearing it. Ultimately, the patient was fine, and hemostasis was achieved with a second band.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.